Event description:
It was reported that during a surgical procedure conducted at the user facility the profess software crashed and was inaccurate up to approximately 4 to 5 mm once the software was brought back up. The patient was re-registered and the procedure was completed successfully without a delay, medical intervention, or adverse consequences.

Manufacturer narrative:
The reported event of an unusual termination of the application could be confirmed. Based on the information in the log file an unusual termination event was recorded. The application was restarted, restoring the patient data successfully; after which the system was used without further issue. More specific information as to why the application was terminated could not be determined.

Event description:
It was reported that during a surgical procedure conducted at the user facility the profess software crashed and was inaccurate up to approximately 4 to 5 mm once the software was brought back up. The patient was re-registered and the procedure was completed successfully without a delay, medical intervention, or adverse consequences.